Manufacturer narrative:
Device code 2017: failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported gripper line break cannot be determined. The reported gripper actuation was a cascading effect of the gripper line break. The reported failure to follow steps/instructions was related to user deviating from the instructions for use (IFU). Per IFU, ¿if excessive resistance is noted at both ends of the gripper line (resulting in failure to establish gripper line removability), stop and remove the clip delivery system¿. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the gripper line broke when the gripper line removability test was performed, and not during gripper line removal. A decision was made to continue using the cds despite the gripper line break. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this is a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted enlarged atrium. The clip delivery system (cds) was advanced to the mitral valve; however, after the second grasp, both gripper arms could not be raised. But, since the clip was well positioned and leaflet insertion was confirmed, the clip was deployed. Then during gripper line removal, the gripper line broke. The cds was removed without issue and the clip is stable. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.